Event description:
Hamilton medical ag received the following incident description: during ventilation, the device alarmed with tf8912 and could not be cleared. Patient was removed from the device and placed on another.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4 and h11.

Event description:
Hamilton medical ag received the following incident description: during ventilation, the device alarmed with tf8912 and could not be cleared. Patient was removed from the device and placed on another.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4 and h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Patient was removed from device and placed on another. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective g5 cuff pressure controller board. After replacing the g5 cuff pressure controller board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the g5 cuff pressure controller board could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: during ventilation, the device alarmed with tf8912 and could not be cleared. Patient was removed from the device and placed on another.

Manufacturer narrative:
Investigation is ongoing.